Manufacturer narrative:
Additional information is provided in g.1., g.2., h.6. And h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was no phaco during the sculpt mode during the last case of the day. Technical support walked the surgeon through checking the system and it seemed to be working fine. Additional information has been received stating it was found to be user error. The staff had not connected the handpiece correctly. The procedure was completed with no harm to the patient.